Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. The customer was advised to replaced to the power supply. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device was inoperable when connected to alternate current power. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer replaced the oxygen fuel cell to address the finding. The device passed performance verification testing. The customer reported that the issue has been resolved and the unit was returned to service.